Event description:
This is report 2 of 2 for this event/patient. It was reported that a patient underwent an initial total knee replacement on the right side. Approximately 3.5 year post-op, the patient was revised due to ankle impingement. Subsequently, this patient has experienced pain from traveling through the nation parks in utah. Developed increased pain and swelling in the right ankle. Patient denies known injury or trauma and reports the pains are primarily along the outside of the ankle, but also has some pain in the front and inside of the ankle. As a result, approximately 1 year after right ankle revision, the patient was given anti-inflammatory meds (prn) and recommended for walking boot to provide support. Then, approximately 1 year later, the patient underwent an ultrasound-guided injection that has resolved the issue. No further impact to the patient was reported. No other information is available.

Manufacturer narrative:
(D10) concomitant devices: 350-12-01 - tibial plate fb sz 1 rt. 350-22-02 - tibial insert fb sz 2 rt 6mm. 350-02-02 - talar implant sz 2 rt. 350-10-01 - ankle sz 1 locking clip. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.